Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the camera cable unit failure of the subject device due to the unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and was the black screen at the unspecified timing. At the incoming inspection for the repair, olympus australia checked the subject device and duplicated the reported phenomenon. Olympus australia found that the camera cable was cut and had the scratches and the visible twisted wires. There was no report of patient injury associated with this event.